Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was returned to fisher & paykel healthcare in (B)(4). It was visually inspected for damage and pressure tested for leaks. Results: no physical damage was observed to the complaint breathing circuit. The pressure test revealed that the complaint circuit was within specification. A lot check revealed no other complaints for lot 120724. Conclusion: no fault was found with the complaint breathing circuit. The user instructions that accompany the rt225 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an rt225 infant bias flow breathing circuit failed the ventilator leak test. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that an rt225 infant bias flow breathing circuit failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt225 breathing circuit is currently en route to fisher & paykel (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.